Event description:
It was reported that the insulin pump alarmed no delivery for the second time during the bolus procedure. The blood glucose reading was 111 mg/dl. The customer stated that the insulin pump alarmed no delivery previously due to an empty reservoir. She stated that she had resolved that no delivery alarm with an infusion set system change. Upon troubleshooting, it was found that insulin did not exit the tubing during a fixed prime. Insulin did exit during a manual plunger push. The insulin pump alarmed no delivery during a manual prime. She was advised to assemble a new infusion set and reservoir, and insulin exited with a manual prime thereafter. She was advised that the insulin pump was working as designed and that the alarm had been triggered by an infusion set or reservoir occlusion. The customer was advised to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.